Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery the customer's blood glucose was 199 mg/dl at the time of the incident. Blood glucose rose to 446 mg/dl and treated with manual injection. The blood glucose dropped to 377 mg/dl before bedtime and 336 mg/dl at the time of call. While troubleshooting for no delivery it was found that the infusion set cannula was bent. Customer was advised to change the infusion set. The infusion set will be returned for analysis.